Manufacturer narrative:
Product ID: mc1vr01 fdd: c63034 product ID: mc1vr01-delsys. (B)(4).

Event description:
It was reported that during the implant procedure, it was not possible to place the leadless implantable pulse generator (ipg), as the physician was unable to find a stable location with acceptable electrical parameters. The device was not implanted, and the implant procedure was aborted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.